Manufacturer narrative:
Submit date: 09/24/2014. An investigation is currently underway, upon completion the results will be forwarded.

Manufacturer narrative:
The product was manufactured on 04/11/2014. The device history record (DHR) file was reviewed indicating that product was released meeting all quality standard requirements. There were no non-conforming issues reported during the manufacture of this product for a similar condition as reported in this complaint. Six samples were received for evaluation. After a visual and functional inspection the issue reported was not confirmed. Visual and functional inspection was performed in accordance to procedure. Pneumothorax of the nasal or oral enteric feeding tubes is a well-studied and well documented complication of current placement techniques for blindly placing the nasal or oral enteric feeding tubes. In the instructions for use (IFU) for the device the warning is clearly provided that an adverse effect like pneumothorax, intestinal perforation and aspiration pneumonia have been reported during the use of this type of device, therefore due to the extreme caution, this device should only be inserted by a trained clinician. The process to manufacture the device was running according to the defined parameters and specifications. The products met the corresponding quality acceptance criteria. The production personnel were notified about the reported condition. Based on the information a corrective action from production perspective is not deemed necessary at this time. We will continue monitoring the process for any adverse trends that require immediate attention.

Event description:
Additionally, covidien marketing/sales had implemented the in-service program to raise the awareness among the clinicians of the pneumothorax complication caused by the misplacement of nasal or oral enteric feeding tubes. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.

Event description:
It was repored to covidien on (B)(6) 2014 that a customer had an issue with a enteral feeding tube. The customer reports the entriflex 8fr naso gastric tube was incorrectly placed down a patients trachea rather than their esophagus. Customer reports probably entering the left main bronchus and extending out to the periphery of the lung and the position raises the possibility that it has entered the pleural space. The following day the patient developed a large symptomatic pneumothorax requiring management by insertion of intercostal catheter.